Event description:
Healthcare professional reported a xen®45 gts "slider stuck and could not slide smoothly, so the needle bent and twitched, and the implant tip was lost" during implantation in right eye. Surgery completed with backup device. No eye injury reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. The sample was received with the needle guide (with the needle within) observed to be slightly bent. The complainant did not report that needle guide (with the needle within) was bent and complainant handling cannot be ruled out as the cause of the bent needle guide/ needle. A functionality test was performed. During the functionality test, smooth operation of the slider knob (traveling the entire distance) was observed, which meets the expected result. Slider resistance is not verified since smooth operation of the slider knob (traveling the entire distance) was observed during the functionality test.

Event description:
Healthcare professional reported a xen®45 gts "slider stuck and could not slide smoothly, so the needle bent and twitched, and the implant tip was lost" during implantation in right eye. Surgery completed with backup device. No eye injury reported.